Event description:
It was reported to medtronic minimed that the customer experienced an over-delivery anomaly with the insulin pump. The customer also reported hypoglycemia with the blood glucose value of 123 mg/dl and was treated with glucose/carb intake. The customer reported sweating and shaking-related symptoms due to low blood glucose. The customer also reported a discrepancy between sensor glucose and blood glucose values, which is not within range. The sensor glucose value was 64 mg/dl, and the blood glucose value was 123 mg/dl. The event involved product(s) mmt-332a, mmt-243a, mmt-1884l, mmt-7040a. Troubleshooting was performed for the low bgs/over delivery and found that using the insulin pump system within 48 hours of low blood glucose, and the customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor, and there was no insulin delivery suspension. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for mmt-1884l. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.